Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Troubleshooting was being performed when customer declined to continue. Customer reported that the infusion set would be changed. Customer's blood glucose was 250mg/dl at the time of event.